Manufacturer narrative:
(B)(4). The report that the guidewire kinked during use could not be confirmed through examination of the returned sample. The customer returned an opened hemodialysis kit with a 2-l catheter. The guidewire was not returned and therefore dimensional and functional inspection could not be performed. The device history record review did not identify any manufacturing related issues. Based on the customer report and the returned sample, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2025, when teacher from the nephrology department of (B)(6) hospital was using it, the guidewire was found kinked. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. Involved 1 pc."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2025, when teacher from the (B)(6) was using it, the guidewire was found kinked. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. Involved 1 pc."